Manufacturer narrative:
The reported events were unable to implant and the helix mechanism issue. As received, a complete lead was returned in one piece for analysis. The reported event of helix mechanism issue was confirmed. Visual inspection of the lead found the helix was extended and clogged with blood/tissue. X-ray examination of the helix mechanism found no anomalies or distortion of the helix that would have contributed to helix mechanism issue reported in the field. The cause of the reported event of helix mechanism issue was isolated to the helix being clogged with blood/tissue.

Event description:
It was reported that the patient presented for an implant procedure. During the procedure, it was noted that the right atrial (ra) lead was unable to implant and the helix of the lead was failed to extend. The ra lead was not used and replaced. The patient was in stable condition throughout the procedure.